Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during lap vats (video-assisted thoracoscopic surgery) wedge resection. The surgeon tried to transect the lung but was not able to squeeze the handle and the device did not fire. There was no patient injury.